Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, the lead was damaged. The lead was not used and was replaced. The patient condition was unknown.